Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with eighteen remaining clips. During functional evaluation, it was observed that the jaws would not close upon actuation of the handle. The instrument body was removed from the shaft and disassembled for visualization of internal components. It was observed that the firing handle linkage was forced through the channel tube lugs, suggesting that the instrument had been fired through the safety interlock. Due to the noted damage, further functional testing of the instrument was not performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken firing linkage condition may occur under the following conditions: 1) when the firing handle has not been allowed to fully return to the home position after forming a previous clip. 2) a single continuous handle compression is one of two firing methods described in the information booklet which accompanies each product shipment, if the handle is compressed at an accelerated rate, clips do not have enough time to enter the jaws and the instrument will lock preventing the jaws from closing without a clip. The instructions for use(IFU) warns to confirm that the clip is positioned within the jaws and is free of other clips or obstructions before squeezing the handle top close the clip. However, rather than forceful compression of the firing handle under these circumstances, if the firing handle is fully released by relieving hand pressure, the interlock feature will disengage, the next clip will load, and the clip can be applied. Furthermore, if an attempt is made to forcibly fire the instrument while engaged in interlock after all the clips has been fired, the lugs are designed to break as noted. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery procedure for excision of pericardial cyst, when the surgeon went to use the first clip it didn't load properly, so they removed the instrument from the port, and deployed the faulty loaded clip outside of the patient. The surgeon was still able to squeeze the clip applier's handles but its jaws were unable to close. Subsequent clips would not load and no further clips were advanced. There was no impact to the patient, except for short delay while sourcing a new clipper.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was still able to squeeze the clip applier's handles but its jaws were unable to close. None of the clips were able to be loaded properly into the jaws. Also, the first clip misfired outside of the patient, while the second clip jammed. No further clips were advanced.